Manufacturer narrative:
F/u report will be filed if add'l info becomes available.

Event description:
It was reported by the customer that this event involved a female pt with acute respiratory distress. The catheter was inserted via right femoral vein to administer vancomycin. Upon insertion, the spring wire guide broke inside of the pt. Further details are being pursued.